Event description:
During a ptca procedure, the shaft of the maverick2 monorail catheter broke. The lesion being treated was a 90% stenotic lesion in the rca. The physician had inflated the maverick2 monorail balloon once to 6 atms for 30 seconds. During removal, resistance was encountered. Upon removal of the maverick2 monorail catheter the shaft broke at the y valve and was removed without incident. No patient injuries or complications were reported. Patient injuries or complications were reported. Patient status is listed as "okay".